Event description:
It was reported that the patient presented for a right ventricular lead implant procedure. During the procedure, it was noted that the suture sleeve on the lead was sliced in half by the sutures when tying down. The physician completed the procedure successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of suture sleeve damage was confirmed. As received, a complete lead with connector sleeve was returned in one piece. Visual examination found the suture sleeve cut in two pieces and the lead insulation was compressed at the sleeve tie location consistent with damage due to suture tie down forces. The cause of the reported event was isolated to the damages found due to overtightened suture sleeve tie consistent with procedural damage.